Event description:
It was reported that the customer had a blood glucose level of 495 mg/dl. Customer also had a belt clip that was broken at the hinge. Customer applied pressure to the belt clip while shoveling manure and it broken. Customer will be sent a replacement as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.